Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was between 109 and 120 mg/dl at the time of the incident. Customer's spouse also stated that insulin pump was exposed to moisture and keypad was unresponsive and battery compartment was corroded. The customer's spouse was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with corroded battery tube.